Manufacturer narrative:
A field service engineer (fse) went to the customer site and confirmed the reported error by reviewing analyzer printout. The fse inspected the volume, tubing, and temperature of the substrate and found no issue. The fse primed the substrate and verified delivery of substrate is as expected, however during the priming process, the fse found the substrate syringe unit motor lead screw was making an audible squeaky noise. The fse lubricated the leak screw, but noise persisted. The fse then identified intermittent bubbles in the substrate syringe. The fse replaced the substrate syringe unit which resolved the reported issue. After replacement, the fse confirmed bubbles were no longer present during priming and the audible squeaking noise was no longer present. As a precaution, the fse removed the detector and thoroughly cleaned the lens and incubator cover to remove dust and debris. The fse then cleaned the substrate nozzle tip with dih2o and kimwipe as well as verified the substrate line in the substrate bottle was in the correct position at the bottom of the bottle. The fse validated the analyzer by performing the substrate background three times (3x) and quality control (qc) with all results passing without error. The aia-900 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 analyzer operator's manual under section 12: flags and error messages states the following: (dl flag) a fault occurred in the detector or the substrate feed line. Print and display (rate value) : outputs the measurement values. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a a dl flag will be attached to the assay result if the substrate dispensing amount is insufficient. In that case, replace the empty substrate bottle, replace the substrate solution remaining in the substrate line with the new substrate solution, prime the system and measure the substrate background (or conduct a daily check), then rerun the three assays prior to the dl flag. The most probable cause was due to a wear problem, component failure of the substrate syringe unit.

Event description:
A customer reported detector low (dl) error during patient processing on the aia-900 analyzer. Technical support specialist (tss) had the customer prime the substrate line with alcohol and replace the substrate, however the error recurred. The customer stated the daily check will pass but the quality control (qc) gives the dl error. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2), creatin kinase md (ckmb), and myoglobin (myo) . There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.